Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire separation requiring surgical intervention. Device issue: guide wire tip separation. It was reported that the tip of the guide wire broke off and was lost in the coronary while during removal, after a stent was placed over the wire. The patient was sent into surgery where the tip was successfully retrieved. No patient effects were reported. No additional event or patient information is available.